Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been in the hospital twice with a diabetic ketoacidosis because the tubing was not delivering insulin. The customer went to the emergency room on (B)(6) 2016 with a blood glucose level of around 500 mg/dl. The infusion set cannula was occluded. The customer was given insulin drip via IV until her blood glucose level came down. The customer was wearing the insulin pump at the time of hospitalization. The customer was also hospitalized on (B)(6) 2016 with a blood glucose level of 618 mg/dl. The customer also treated with insulin drip via IV and was wearing the insulin pump at the time of hospitalization. The device was not returned.